Event description:
The pt's initial device was implanted on 1/23/97. The device malfunctioned and as a result was explanted and replaced with a new device on 4/10/97. The medwatch report also states that the device is not available for eval. No further details were provided at this time.